Manufacturer narrative:
Evaluated one open and used reservoir. Inspected reservoir, snap-cap, and septum for anomalies, none were found. Ran occlusion test; reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a pump. Performed pump manual prime, saw fluid flow through infusion set and out catheter tip. It was not that the reservoir was not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were receiving no deliveries. The customer¿s blood glucose level was 258 mg/dl. The customer stated that it was the second time in 2 days that she had the no delivery and she had to change her set again. The alarm did not occur during the manual prime process. The customer reported that the even was resolved by changing the complete infusions and reservoir set. The product will be returned for analysis.